Manufacturer narrative:
A representative was on the site the day of the event and was unable to replicate the issue. The representative went over other options for taking images with the site.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the 3d button on the hand switch was clicked to take the 3d spin, nothing happened. The site at this point just switched out to a different imaging system and were able to proceed with the case. This caused a 10 minute delay. Issue occurred intra/peri-operatively with no reported impact to patient impact.